Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-jan-2026. [Additional information]: on 07-jan-2026, additional information was received. Per the information, the physician confirmed that the reason the a3 occlusion was not able to be reached was due to the tortuosity of the vasculature and it was a distal a3 occlusion. The patient¿s baseline was left-sided weakness, dysarthria, hemianopia, nihss 23, mrs1, no thrombolysis. Per the information, the patient¿s medical history was not provided by the referring hospital. In the opinion of the treating physician, the thromboembolism and dissection did not cause nor contribute to the patient¿s death. ¿the dissection resolved and the patient came in with 3 ¿ischemic compartments¿ due to occlusions in the ica, mca, right proximal a2 and left proximal a3. The aca occlusions precluded collateral flow, and 8-9 hours had passed before onset and procedure completion.¿ the patient passed away on (B)(6) 2025. On 07-jan-2026, an email with additional information was received. Per the information, the stroke onset was at 08:30 hour. The patient presented with occlusions in the right internal carotid artery (ica), middle cerebral artery (mca), right proximal a2, and left proximal a3. The clot migrated from proximal a3 to distal a3. The information indicated that the reason the a3 occlusion could not be reached was because the vascular was too tortuous and the risk outweighed the benefit. Related to the official cause of death, the information indicated the following: ¿as the patient had been transferred from a referring hospital, the only information (B)(6) hospital had in their notes is the patient was on an end-of-life pathway.¿ per the treating physician¿s opinion on the cause / contributing factor(s) to the patient¿s death: ¿the patient presented with the occlusions listed above, with 3 ¿ischemic compartments¿ and the aca occlusions prevented collateral flow, speeding the onset of ischemic damage. Furthermore, it was 8 hours after on-set by the time the procedure was completed.¿ it was not the thromboembolism or the dissection. The information indicated that the embotrap device used was a 6.5mm x 45mm embotrap iii revascularization device (et307645 / 25e223av). The microcatheter used was a phenom ¿ 21 microcatheter (medtronic). The information listed all the devices used in the mechanical thrombectomy procedure: 5mm x 22mm embotrap iii revascularization device (et307522 / 25e202av), 5mm x 22mm embotrap iii revascularization device (et307522 / 25a134av), 95cm cerebase straight da guide sheath (gs9095sd), 6f penumbra select¿ catheter (penumbra), sofia ¿ distal access catheter (terumo neuro), synchro select¿ 14 guidewire (stryker): qty: (B)(4), phenom ¿ 21 microcatheter (medtronic) qty: (B)(4), preset lite (phenox), red 43 reperfusion catheter (penumbra), angio-seal vip. A review of the manufacturing documentation associated with this lot (25e223av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. The information was reassessed on 08-jan-2026. The reassessment changes the reportability of the event as related to this product reported in this medwatch report. Initial reporting identified a possible thromboembolic event based on the understanding that thrombus migrated from the a2 to a3 segment following device use. Per the additional information provided on 07-jan-2026, subsequent angiographic clarification confirmed that thrombus movement occurred solely within the a3 segment (proximal a3 to distal a3), representing redistribution of pre-existing thrombus within the same arterial segment rather than embolization into a new vascular territory. There was no evidence of clot fragmentation, embolic generation, or embolization attributable to device use, but rather indicates a flow-mediated migration of the original thrombus. Accordingly, the event does not meet regulatory criteria for thromboembolism. Due to severe vessel tortuosity and distal anatomy, the occlusion could not be accessed for retrieval, and the procedure concluded without complete revascularization. The inability to retrieve the distal occlusion was related to patient anatomy rather than device performance. Since the distal thrombus was pre-existing and remained within the same arterial segment, this event represents incomplete revascularization rather than a thromboembolism. Therefore, the appropriate classification is treatment failure without device causality. Further, the patient death was initially reported conservatively in association with the presumed thromboembolic event and its potential contribution to ischemic burden. Given the amended thromboembolism assessment, resolution of the temporary vessel dissection, absence of new ischemic injury attributable to device use, treating physician assessment, and the patient¿s advanced age, severe baseline neurologic deficit, multivessel occlusions, loss of collateral circulation, and prolonged ischemic time, the death is attributed to the natural progression of severe ischemic stroke rather than device use. Based on this information, the event of thromboembolism and the outcome of death no longer meets us FDA reporting criteria. The event of vessel dissection remains reportable to the usfda. The file will be re-reviewed if additional information is received at a later date. Updated sections: b.4, d.1, d.4, g.3, g.6, h.2, h.4, h.6, h.11, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section b.2: date of death: the date of death was not reported. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device are not available. Section e.1: the initial reporter phone: +(B)(6), section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. Per the additional information received on 12-dec-2025, it was disclosed that the clot embolized from the a2 to a3 segment of the anterior cerebral artery (aca) after using an unknown embotrap device (product code/lot # unknown). A thromboembolism is a known potential complication associated with the embotrap device and is listed in the instructions for use (IFU) as such. There was no malfunction related to the device, as the device performed as intended. Recanalization at the a3 occlusion site was not achieved due to being ¿too distal.¿ further, it was reported the patient expired ¿about four days¿ after the procedure. The cause of death is currently unknown (pending further investigation). Since the correlation between the thromboembolism and the outcome of death cannot be established, this event meets us FDA reporting criteria under 21 cfr 803, with the classification of ¿death,¿ with an awareness date of (B)(6) 2025. The file will be re-reviewed if additional information is received at a later date. Note, there is no evidence to suggest the dissection caused or contributed to the outcome of death. The blood flow was unrestricted after the procedure. Further, the patient had no symptoms resulting from the dissection and it was confirmed the patient¿s prolonged hospitalization was not due to the vessel dissection. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure to treat occlusions in the right middle cerebral artery (mca) and internal carotid artery (ica) with mca clots and a2 and a3 clots in the tortuous ica anatomy, the physician thinks that due to the patient¿s tortuous vasculature, he was unable to advance the 95cm emboguard 87 balloon guide catheter (bgc) bg8795c) / lot# unknown) as distal as needed. The emboguard ¿fell down¿ when the physician was trying to advance the microcatheter and the embotrap and dissected the vessel, which was initially ¿flow limiting.¿ the physician then switched to the cerebase and navigated to the ica petrous, ¿and cerebase also ¿angioplastied¿ the dissected vessel as flow improved in subsequent runs. [The] cerebase gave support to deploy microcatheter and embotrap.¿ the clot in the a2 was removed, but the clot in the a3 was too distal. The emboguard was replaced with the cerebase, and the procedure was reportedly successfully completed. There was a delay due to the reported issue (duration of the delay was not reported). On 04-dec-2025, additional information was received. Per the information, the lot number of the emboguard is not available. The information indicated that the vessel dissection occurred during the procedure. The physician ¿believes it was caused by the emboguard ¿falling back down¿ i.e. Slipping down more proximally when trying to advance the microcatheter and the embotrap. He did admit due to tortuosity of vessels the emboguard was not in the ¿anchored¿ in the petrous ica section.¿ there was no device difficulty nor device deficiencies related to the use of the embotrap device. On (B)(6) 2025, additional information was received. Per the information, no intervention was performed to treat the vessel dissection. The cerebase was used to access the vasculature and had the side benefit of ¿angioplastying¿ the dissected vessel. The information confirmed that there was thromboembolism with the clot migrating from a2 to a3. The patient did not have any symptoms from the vessel dissection, ¿none that the clinician highlighted as flow had improved in the vessel.¿ the patient¿s hospitalization was prolonged but not due to the vessel dissection. The information also indicated that the patient passed away ¿about 4 days later.¿ the catalog and lot number of the cerebase is not available. The clinician confirmed there were no issues with the cerebase. The information confirmed there was thromboembolism with the clot migrating from the a2 segment to the a3 segment of the anterior cerebral artery. As originally reported, the cerebase gave support to deploy the microcatheter and the embotrap revascularization device (catalog & lot number unknown).